Manufacturer narrative:
The manufacturer received the device for evaluation. The reported fault of thick smoke was not confirmed. The device operated as designed, no smoke was emitted. There was no warping to the inside or outside of the nebulizer case. There were no signs of black, smoke evidence inside the case or thermal damage. The manufacturer observed slight signs of ingress (spilled water or medication) inside the unit. The output pressure was within specification. Based on the information available, the manufacturer concludes no further action is necessary.

Event description:
The manufacturer received information from (B)(6) regarding an allegation an innospire elegance compressor began emitting thick smoke while in use. The user was reportedly hospitalized with oxygen desaturation and unspecified respiratory problems. The user was discharged the same day with a normal oxygen saturation and no after effects from the reported event. The manufacturer's investigation is on-going. Return of the device for investigation has been requested. A follow up report will be submitted upon completion of the manufacturer's investigation.